Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 780 mg/dl with moderate ketones. Reportedly, customer went to the emergency room and was subsequently admitted to the hospital. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.